Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed the reported low flow alarms, which were attributed to thrombosis events and several patient conditions. The reported thrombosis events and pump occlusion could not be confirmed as no images were provided, and the device was not returned for evaluation. The submitted controller event log file contained events on (B)(6) 2025. A gradual decrease in flow was observed from the beginning of the file for approximately 3 hours until flow had decreased to 0.0 liters per minute (lpm) for the remainder of the file. A sustained low flow hazard alarm was active for approximately 4.5 hours of the file until the driveline was disconnected resulting in a pump stop, followed by the controller being shut down; these events appear consistent with the discontinuation of support related to the patient's expiration. Of note, the majority of the low flow events appeared to be associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to be operating as intended while the driveline was connected. Provided information indicated that the cause of the low flow alarms was attributed to massive thrombosis events, severe hypotension with marked lactic acidosis, and decreased urine output. The alarms did not resolve. The ventricular assist device (vad) was noted to be without pulsatility despite escalating pressors and inotropes along with volume administration via blood to maintain mean arterial pressures (maps). The patient went to the operating room for celiac axis thrombosis, superior mesenteric artery thrombus, and aortic thrombus. The occlusive thrombus in the main hepatic artery could not be recanalized. Significant thrombus in the superior mesenteric artery was treated with thrombectomy. Pump speed was reduced due to ongoing pump occlusion. Eventually, the patient was made do not resuscitate (dnr) and the driveline was disconnected. The patient ultimately expired. The patient's outcome was not considered to be device related. The device operated as expected and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including thromboembolism (including venous and arterial non-central nervous system), device thrombosis, and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review due to low flow alarms. Log files were filled with low flow events. The log file ranges from 4:36:22 to 9:06:25 on (B)(6) 2025. At 9:06:22, the driveline was disconnected and the pump stopped. The pump speed adjusted in correlation with the numerous set speed changes, so it appeared to be operating as intended.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The cause of the low flow alarms was identified to be that the patient had massive thrombosis events, was severely hypotensive, was marked lactic acidosis, and had a decreased urine output. The alarms did not resolve. The ventricular assist device (vad) was without pulsatility despite escalating pressors and inotropes along with volume administration via blood to maintain the patient's mean arterial pressure (map) in the 50s. The patient went to the operating room for celiac axis thrombosis and superior mesenteric artery thrombus, and aortic thrombus. The occlusive thrombus in the main hepatic artery could not be recanalized. Significant thrombus in the superior mesenteric artery was treated with thrombectomy. Eventually. The patient\ was made do not resuscitate (dnr). The speed reduced to 3900rpm due to ongoing pump occlusion. The patient passed away on (B)(6) 2025 at 0925. The death was not considered to be device related. The device operated as expected.